Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. The customer reported a high blood glucose (bg) level of greater than 600 mg/dl, and trace ketones were present. A bolus was delivered to address bg. Reportedly, the customer performed a cartridge change resolving the issue.